Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use aspiration needle advanced through the sheath. The issue occurred during an unspecified endobronchial ultrasound. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. The device was functionally tested, and the device passed the functional test. The device needle adjuster does lock into place; the needle was able to extend and retract fully. Stopper was able to stop needle adjuster. Stylet distal end can be seen from needle. Needle did advance through sheath but when tested it worked correctly however there was a hole in the sheath from needle. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.